Event description:
It was reported that a pt developed anastomosis bleeding some days post operatively. This required the pt to stay in the hosp longer.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.